Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported left side "rupture of the implant sheath with leakage of gel into the fibrous capsule." Additionally reported the contour of the implant in the left mammary gland at 13-16 o¿clock is fuzzy, intermittent, against which avascular anechoic inclusions are determined in size: 11.0 x 11.2 mm, 5.8 x 6.9 mm, 16.7 x 7.0 mm, 10.7 x 4.1 mm and 25.5 x 12.0 mm. Broken integrity of the left implant. The device has been explanted.

Event description:
Healthcare professional reported left side "rupture of the implant sheath with leakage of gel into the fibrous capsule." Additionally reported the contour of the implant in the left mammary gland at 13-16 o'clock is fuzzy, intermittent, against which avascular anechoic inclusions are determined in size: 11.0 x 11.2 mm, 5.8 x 6.9 mm, 16.7 x 7.0 mm, 10.7 x 4.1 mm and 25.5 x 12.0 mm. Broken integrity of the left implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.